Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as a leak of 50 ml from an unknown source. The leak was not contained. The operator was wearing personal protective equipment of lab coat and gloves at the time of the leak.. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and observed blood leaking at the left side of the analyzer. The fse found a hole in the tubing at vl4b. He replaced the tubing and resolved the leak. Identification of failure modes: the cause of the leak was the tubing through pinch valve vl4b had a hole in it. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous for all parameters due to sample carryover in the baths. Evaluation of product labeling: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).